Manufacturer narrative:
This report is being supplemented to inform that upon follow up communication, the following information obtained: communication with the customer, it was conveyed, the contact person stated the "person did not recall the case exactly but thinks it was the single use cover which was broken". Due to this follow up, complaint (B)(4) (patient identifier (B)(6)) was reported to capture the distal cover for the scope reported under this patient identifier (B)(6). This report is being supplemented to inform that the report (B)(6) is related to this report (B)(6). Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to lubricant, which was used for the subject scope, unintentionally adhered to the cover resulting in the cover being degraded by chemical stress. Additionally, it is possible that some stress was applied to rear end of the cover after being attached resulting in the cover becoming broken. The event can be prevented by following the instructions for use (IFU) which state: operation manual_3.4 inspection of accessories_inspection of the single use distal cover (maj-2315). Should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. 3.5 attaching accessories to the endoscope attaching the single use distal cover ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination.¿ ¿when the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed.¿ ¿do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover and the endoscope. These products may cause cracks of the single use distal cover.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection of the scope, noted , there is no evident gap on distal end adhesion area. Furthermore, the following findings during device evaluation were noted : l-arm cover ¿leak noted. Hold ring - insulation < threshold ( less than specification). Lg lens glue (1x) ¿ chipped noted. Ccd cover lens glue chipped noted. Hold ring ¿ found gap on distal end adhesion area. A-rubber glue ¿chipped noted. Connecting tube - wrinkle 10mm from glue. Connecting tube -scratch. Air /water nut -painting peel off. Suction cylinder nut - painting peel off. Key top 1 -incised, cuts observed. Universal cord -scratch, wrinkle. Up/down/right/left knob -angulation - less or specified value. Up/down/right/left knob -angulation ¿play noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the distal cover broke. The issue found during an unspecified procedure. The part according to the reporter did not fell into the patient. The intended procedure was completed with another same type of scope. There was no patient harm or injury reported due to the event. No user injury reported.